Manufacturer narrative:
The manufacturer previously reported that the manufacturer received information alleging visualization of black stuff" on the gasket and mask area of the device. The patient alleges the device has been used for 15 years, and has never been cleaned, so it could be mold. The patient also mentions doctor visits for various issues he is having but does not specify any issues. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.

Event description:
The manufacturer received information alleging visualization of black stuff" on the gasket and mask area of the device. The patient alleges the device has been used for 15 years, and has never been cleaned, so it could be mold. The patient also mentions doctor visits for various issues he is having but does not specify any issues. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This complaint is part of the recall. The previous emdr was incorrectly filed, due to not including the recall (z) number. This emdr corrections includes the recall (z) number.

Event description:
The manufacturer received information alleging visualization of black stuff" on the gasket and mask area of the device. The patient alleges the device has been used for 15 years, and has never been cleaned, so it could be mold. The patient also mentions doctor visits for various issues he is having but does not specify any issues. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.